Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally after pressing the power button on the host-pc. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse measured the power on the bios battery which was too low. (2.4v) the fse solved the issue by replacing the bios battery in the host-pc. After part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.